Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box data showed multiple 078 call service alarms. During testing, the pump was exercised for 24 hours with no alarms. The pump cover was opened and evidence of moisture damage was observed in the pump. Unrelated to the initial complaint, the battery compartment was cracked. The yellow o-ring of the battery cap was broken and the cap would not attach to the pump. A test cap was used for investigation. The display lens was cracked and the screen was dim, faded, and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm issue. It was reported that the pump emitted a cs 078 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.